Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, after calibrating the blood parameter monitor (bpm) several times, the saturated venous oxygen (svo2) was still reading 100% while hemoglobin (hgb) and hematocrit (hct) were reading "high". The bpm had been running for 24 hours on extracorporeal membrane oxygenation (ECMO). In- vivo calibration was performed several times. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: during extended use of the bpm (during ECMO), the svo2 value remained at 100%. Normal svo2 is in the range of 65-75% and 100% would be an obvious inaccuracy. The color of the venous blood is also an indicator of svo2. After multiple in-vivo calibrations, the svo2 remained much higher (100%) than expected and the monitor in the end was changed for a back-up unit. This did not delay the procedure and no associated blood loss was observed. No harm was reported.

Manufacturer narrative:
The reported complaint was confirmed. Central engineering associate performed further testing and was able to isolate the issue to the single board computer (sbc) board. Further testing found it was rooted in an intermittent connection on jumper jp1. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the customer, the patient was successfully decannulated on (B)(6) 2015. The bpm was functioning properly until six hours into the run. The reported complaint was duplicated during laboratory evaluation. The monitor passed start-up self-diagnostics with no errors observed. The product surveillance technician (pst) noted that the monitor's liquid crystal display (lcd) appeared darker than a typical bpm usually does. After placing monitor in operate mode for five hours, all the hematocrit saturation module (h/sat) probes values (svo2, hgb and hct) disappeared/changed to an out of range, high value. No abnormal drifting was recorded over this five hour time period for any of the h/sat probe values. It is unknown as to why values of the h/sat probe went into an 'out of range' condition after five hours.